Manufacturer narrative:
Device codes: 1316 labeled. Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). Correction: lot number 8122141 removed, lot number 8120541 added. Evaluation summary: the device was returned for analysis. The reported bend/ kink was confirmed. Difficulty inserting into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. Reportedly, resistance was felt during insertion of the proglide device into the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional thrombolysis procedure. Reportedly, the proglide device bent. The proglide device was removed from the patient anatomy. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.